Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. Investigation conclusion: unable to perform complaint lot history check for stopper separates due to unknown lot number. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for stopper separates due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. (B)(6) 2021 , (B)(4) received a photo complaint, but batch was unknown. Initial evaluation: examination of the photo indicates that the stopper is detached from the plunger tip. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause: root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced a plunger that was loose/fell out/separated. The following information was provided by the initial reporter: this is a report about stopper separation. According to the customer's report, the rubber stopper in the barrel was found to be separated before use.